Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is wondering if lightening in the area can affect their ins. The patient's has an ins and yesterday ((B)(6) 2018) during a storm the patient felt an increased amount of tingling and temp. The patient also had numbness in their leg. No further complications were reported. No additional patient symptoms were reported. Additional information was reported that the patient called back and stated he was able to use his patient programmer to adjust the stimulation to a comfortable level. No further information was reported.